Event description:
A pt delivered to the hosp was diagnosed in atrial fibrillation. Drug therapy was attempted but was not successfull. A synchronized shock was attempted. The device allegedly failed to charge. A backup defibrillator was made available and used. The rptr indicated there were no adverse affects to the pt as a result of the alleged malfunction.